Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd kiestra inoculation system, there was possible contamination of the slide processing module which led to a false patient result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula. According to the information provided, the bd kiestra inoqula-spm result did not match. No other issues were reported. During the investigation, bd noted that the bd kiestra inoqula-slide processing module (spm) result did not match. A research and development (r&d) specialist reviewed the logs and found no irregularities in the slide processing. According to the information provided, discussions with internal microbiology specialists could not explain the discrepancy between the slide result and the plate growth. However, it is believed that the handling actions of the inoqula+ are not the cause. The sample was inoculated without issues, and logs show normal processing of plates and slides. If contamination were from the pipettor or pipette tips, growth would be expected on the dishes, as the instrument inoculates all media in one run. Following this action, no further issues were encountered. Based on investigation, this case has been assessed as confirmed for a bd quality issue. Review found no new trends, risks, or hazards were identified because of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor for trends associated with this issue.

Event description:
It was reported that during use with the bd kiestra inoculation system, there was possible contamination of the slide processing module which led to a false patient result. There was no report of patient impact.